Event description:
Approx 2 yrs after getting breast implants, I began to experience extreme fatigue. I was prescribed provigil by my physician, which is a medication primarily used for narcolepsy. Over the years, my severe fatigue has continued. I have been diagnosed with hashimotos and am now experiencing joint pain in my legs and fingers. I have also suffered with severe neck and shoulder pain for the past 5 years. I had breast implants in 2008. Mentor saline, under the muscle.